Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that pdu fan tray was failing. The pdu fan tray has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power on. Upon functional testing, the fse found that the cause of the issue was defective power distribution unit (pdu) fan tray and direct current power system (dcps). The fse replaced the pdu fan tray and dcps. After replacement of the pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.